Event description:
It was reported that the mobile power unit (mpu) had a damaged insulation. The mpu was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu patient cable¿s insulation being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have a damaged patient cable upon arrival; multiple cuts that revealed the inner wiring were observed, and the patient cable¿s outer jacket was observed to be discolored. Additionally, the rubber component around the patient cable¿s y-junction was observed to be loose at the cable side, and a small crack was observed in the mpu¿s handle. The mpu was functionally tested at the european distribution center and was found to perform as intended despite the observed damages. The patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 09nov2015. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.